Event description:
A size 5, four in one triathlon cutting block was removed from the patient's femur leaving one of the pins in the patient. This was removed from the patient and the operation continued.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
A size 5, four in one triathlon cutting block was removed from the patient's femur leaving one of the pins in the patient. This was removed from the patient and the operation continued.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.